Event description:
It was reported that the patient presented during a routine follow-up in clinic. Interrogation showed the pacemaker was in backup vvi (bvvi) mode. Programming changes were made. There were no patient consequences.